Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that a leak occurred during intubation. The cuff was reportedly not tested prior to use. This event allegedly required the patient to be reintubated. There was no additional harm to the patient reported.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a leak occurred during intubation. The cuff was reportedly not tested prior to use. This event allegedly required the patient to be reintubated. There was no additional harm to the patient reported.